Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the lead was found to be dislodged. The lead was explanted and successfully replaced. The patient was in stable condition.